Event description:
It was reported that customer¿s pump displayed altitude alarms, but customer did not provide blood glucose values and no additional event details were available. There was no reported impact to the customer¿s blood glucose level. Technical review of device history identified multiple altitude alarms on earlier dates and found that vents were blocked, and customer was expected to return pump while receiving replacement pump from distributor.